Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 570 mg/dl. The customer was having trouble with bolus wizard, was trying to deliver bolus for high blood glucose and the customer ate orange and had bloused so blood glucose went up. The customer declined troubleshooting for high blood glucose. The pump will not be returned for analysis.